Event description:
Pt's one touch ultra meter was reported to have a power issue. Medical affairs specialist called and left a message for the pt to obtain more clinical info. Pt did not respond back. Per the initial info provided, pt's meter turned on when the power button was pressed, but did not power on when a test strip was inserted. This issue was not resolved with troubleshooting. Pt had also stated that about 2 weeks ago, pt went to the hosp by an ambulance because pt could not test on the meter. Their blood glucose result on the ambulance meter was 42mg/dl. Pt could not provide their blood glucose result at the hosp, nor what treatment pt received. Pt had really low blood sugar and was admitted to the hosp for two days. This case is reported as an adverse event since the pt suffered a serious injury due to the meter malfunction. A letter will be sent out to the pt to try and contact them.